Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Review of the log files revealed 5 high watt alarms logged since (B)(6) 2016. A rise in power consumption has been logged starting (B)(6) 2016 to a peak of 6.8 w on (B)(6) 2016 outside of normal power consumption. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the perfusionist that the patient had new increased in power. After the log files were reviewed, lysis therapy was recommended, because the patient had several thrombus events in the past.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g4, g7, h2, h3, h10. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d10, g4, g7, h2, h3, h6, h10. B5: additional information received indicates that site reported that the patient had another power increase on (B)(6) 2016 along with increased ldh levels despite sufficient anticoagulation. He was reported to have chronic pump thrombus and underwent several rounds of lysis therapy. The patient underwent subsequent pump exchange on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received sections b6, b7, g4, g7, h2, h3, h6 and h10 have been updated accordingly. Hvad pump (B)(6) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watt alarms and pump parameters above the normal operating range. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high-power event can be attributed to external factors such as thrombus formation. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.